Event description:
It was reported an occlusion alarm occurred. There was no adverse impact on the customer's blood glucose level. To resolve the issue, the customer primed their tubing to ensure insulin was coming out properly and resumed insulin delivery.